Manufacturer narrative:
The calibration and qc data provided were acceptable. The alarm trace showed sample and reagent aspiration errors. It was found that the customer was using tubes more narrow than 13x75 mm without rack adapters. It was also found that the customer uses a clotting time of 10 minutes, which is too short, and a centrifugation force of 3000 g, which is too high. Based on the available data, a general reagent issue could be excluded. The root cause of the event was found to be consistent with pre-analytical sample handling issues.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys hcg + beta and the estradiol iii assay on a cobas e 402 analytical unit. Patient sample 1: on (B)(6) 2023, the sample initially resulted in an hcg + beta value of 1.02 miu/ml. On (B)(6) 2023, the sample was repeated resulting in a value of 148 miu/ml. A second sample drawn from the same patient the following day resulted in an hcg + beta value of 176 miu/ml. Patient sample 2: on (B)(6) 2023, the sample initially resulted in an estradiol iii value of 7.02 pg/ml and repeated as 1057 pg/ml. The initial questionable results were reported outside of the laboratory. The hcg + beta reagent lot was 584575 with an expiration date of 31-jul-2023. The estradiol iii reagent lot was 630079 with an expiration date of 31-may-2023.